Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("pain: back"), abdominal distension ("hormonal changes describe: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and arthralgia ("pain in the knees"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, back pain, abdominal distension, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, uterine perforation and vaginal discharge to be related to essure. The reporter commented: no removal planned as patient is unable to afford surgery currently planning for essure removal - anticipated date: I do not have an exact date scheduled for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result- perforation (uterus). Lot number: b40023 manufacture date: 2013/06 expiration date: 2016/06 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("pain: back"), abdominal distension ("hormonal changes describe: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and arthralgia ("pain in the knees"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, back pain, abdominal distension, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, uterine perforation and vaginal discharge to be related to essure. The reporter commented: no removal planned as patient is unable to afford surgery currently planning for essure removal - anticipated date: I do not have an exact date scheduled for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result- perforation (uterus). Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received: lot no was added. New events - hormonal changes describe: bloating, pain in the knees, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, perforation (uterus) were added. Reporter information, lab data were added. Severity of event back pain and arthralgia updated as severe. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.